Event description:
About a month after implantation, this patient was involved in a car incident in which an airbag deployed, causing head impact. Patient's cochlear implant extruded approximately 7 to 8 days later. Patient's physician removed the extruding recieve/stimulator component in her office. Patient advises that the site be allowed to heal for six months before reimplantation.